Event description:
The device was used during a "vats" lung volume reduction procedure. Reportedly, the staples did not form properly and when removing the device from the trocar, the cramp cover disengaged. The sureon applied another device to complete the procedure. The hosp has reported no pt injury occurred.